Manufacturer narrative:
A part shipment was placed for a mvs computer service kit and an mvs interface kit. Medtronic representative went to the site to test the equipment. While performing an imaging system check-out, the medtronic representative, confirmed that the image acquisition system (ias) would not boot. Database errors were found on the image acquisition system (ias) desktop. The imaging system would not boot. The imaging system app would not start. Software was reinstalled on the image acquisition system (ias) computer. After part replacement, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The computer service kit was returned to medtronic for analysis. An on-site investigation was completed on the returned parts. Computer service kit - could not confirm reported problem "random restarts." A simulated use test was performed. Patient data was removed and a successful virus scan was performed. Mobile view station computer was installed in the test system. The computer operated as expected for 4 days, no random restarts were noted. No fault found computer interface kit - was not returned to medtronic. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spine procedure, the site's image acquisition system (ias) is disconnected from the mobile view station (mvs). The imaging system would not fully boot-up because the image acquisition system (ias) indicated that it is not connecting to the mobile view station (mvs). Several attempts were made to reboot the system, as well, as unplugging and re-plugging the umbilical cable. This did not resolve the issue. The surgeon discontinued use of the imaging system and chose to complete the procedure with a c-arm, an alternate system. The surgery was successfully, completed. There was a reported delay of 20-30 minutes to the procedure due to this issue. There was no impact on patient outcome.